Event description:
It was reported that the patient sustained an injury on (B)(6) 2023. A left side rfna was implanted on (B)(6) 2023 for treatment. Six locking screws were used for fixation. At the patient¿s three month healing/union assessment on (B)(6) 2023, it was noted that union had not yet been achieved. This report involves one rfna / 11mm / 340mm standard bend / sterile. This is report 7 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only the event year is known. D2b: additional device product codes: hwc d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturing location: monument manufacturing date: 14-jan-2022 expiration date: unknown part number: 04.233.134s, rfn/11mm/340mm 5 degree bend/pe inlay/sterile lot number: 517p349 (sterile) production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final rev c met all inspection acceptance criteria. Inspection sheet, rfn assembly inspection, rev b met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Note: scn 66663 was recorded on the production order traveler. The scn supplied by (B)(4) was reviewed and met specified dose ranges. There was no pll included in this DHR. Therefore, the pll for this lot could not be reviewed and the expiration date could not be notated. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.233.124.2y, poly inlay retrograde femoral lot number: 397p559 production order traveler met all inspection acceptance criteria. Inspection sheet, ns074000 rev a met all inspection acceptance criteria. Inspection sheet, ns074022 rev a met all inspection acceptance criteria. Part number: 21131, tialv*ri13.00 lot number: 70p9921 inspection instruction met all inspection acceptance criteria. Product certification supplied by nf&m international inc. Dated 08-aug-2020 was reviewed and determined to be conforming. Lot summary report dated 11-sep-2020 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 8 for (B)(4).